Manufacturer narrative:
The following fields were updated due to additional information: e.1: initial reporter facility name: (B)(6). Investigation summary: bd had not received any photos or samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ that there were bubbles in the gel of one tube. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. E1: initial reporter phone #: (B)(6).

Event description:
It was reported that while using the bd vacutainer® sst¿ that there were bubbles in the gel of one tube. No patient impact reported.